Event description:
Boston scientific received information from a field representative that this pacemaker exhibited loss of capture (loc) during threshold test. The field representative was asking about the normal time from loc to resuming pacing post threshold test. It was reported that sometimes patients were symptomatic, and sometimes not. Additional information received indicated that patient being symptomatic was identified as asystole. However, the duration of asystole depends on the technician doing the threshold test and how quickly they terminate the test. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.